Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the implant procedure when performing the helix mechanism test prior to implanting the lead, it was noted that the lead helix would not extend and when attempting to turn the pin again an unfamiliar click was heard. A new lead was implanted, and the procedure was completed with no adverse consequences to the patient. The patient was in stable condition.